Event description:
A malfunction was reported on the pump by the caller, but no notable events were identified prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappears.